Event description:
It was reported that the left ventricular (lv) lead would not allow the guidewire to advance past the lead tip. The lead was removed and a different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. There was blood on the distal conductor of the lead and it was not obstructed. No guidewire was returned but a fresh guidewire passed without issue. Blood is visible inside the distal conductor at various locations. If information is provided in the future, a supplemental report will be issued.